Manufacturer narrative:
Follow-up #1 date of submission 05/25/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/20/2014 with the following findings:a review of the pump history revealed no evidence of a vibration issue. During testing, the pump was powered on and the vibratory function activated properly. The pump settings for warnings were confirmed to be set to vibration. Warnings were produced, and the pump correctly emitted appropriate vibratory alarms. No defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. The reporter stated that the pump intermittently emitted appropriate vibratory alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.